Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the fill tubing step, air bubbles were seen forming at the luer lock. During troubleshooting with tandem technical support, the user disconnected the luer lock connection, reconnected the luer lock connection, and successfully resumed insulin delivery. There was no impact to the user's blood glucose level.